Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During patient use, customer reported that the autopulse platform (serial #(B)(4)) stopped compression. The platform was replaced with a fully charged autopulse li-ion battery and it stopped compression again. During re-establishment using a manikin, the autopulse platform displayed user advisory - "(ua)02" (compression tracking error) and "(ua)17" (max motor on time exceeded during active operation) error messages. No consequences or impact to patient.

Manufacturer narrative:
The customer reported complaint of the autopulse platform stop compression and displayed user advisory "(ua)02" (compression tracking error) and user advisory "ua17" (max motor on time exceeded during active operation) error messages were confirmed during archive review but not during initial functional testing. The autopulse performed as intended. The probable cause of the autopulse platform stop compression and ua02 and ua17 error messages were likely due to the autopulse trying to build up to the 20% depth compression and did not reach the target within specification time because of a possibly patient's chest circumference is very large in size and light in weight. Other possibilities causes that could not be ruled out are; a misaligned patient on the platform or could be stiffness of the patient's chest and possible that the lifeband was twisted or in the incorrect position during compression. Unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. This type of sticky shaft on the platform is characteristics of normal wear and tear. The returned autopulse platform was manufactured in december 2015 and it is nearly 5 years old. Deburring was performed to remedy the sticky clutch plate. Review of the archive data indicated multiple user advisory 17 errors and user advisory 2 (compression tracking error) errors occurred 2 days before the reported event date. Thus, confirming the reported complaint. The archive revealed device was powered on had 1 session (performed 23 compressions) and then experienced user advisory 2 - compression tracking error. As the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load. The archive revealed the take-up target and the (max load sum exceeded 72.22 lbs. Calculated [count/2.52/2.2=kilos]). Further review of the archive showed the device stopped compression multiple times due to user advisory 17 - (max motor on time exceeded). The take-up target, the encoder take up end, and max load sum values indicate the patient chest circumference is very large in size and light in weight. The autopulse passed the initial functional test without any fault or error. After service completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. Performed the load cell characterization, the results confirmed both cell modules are functioning within the specification.